Event description:
Loss of facial volume. An online order of sofmed 55 contact lenses from (B)(6) caused immediate loss of volume when I put them in. This was my second online order in which I had experienced this problem. (B)(6) was contacted and I returned the lenses for evaluation (I can forward the email(s) with attached photos). Since I mainly wear contact lenses, I want to ensure that I am able to wear these contacts with no further problems, therefore I am submitting this complaint to the FDA and hopefully this will no longer been an issue.(to note, I have made previous complaints with the FDA indicating that I am the subject of a malicious government-supported operation in which a lot of the things I buy were and still are being tampered with, including prescription medications and now this is an issue. These were contacts that were used directly from the packaging.) Product information: box of 6 visibility tinted aspheric contact lenses; bc: 8.6, dia: 14.2, sph: -5.25. Online order from (B)(6). FDA safety report ID#: (B)(4).